Event description:
A report was received that the patient underwent an explant of the entire system due to high impedances. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant of the entire system due to high impendences. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model sc-2218-50, serial (B)(4) and (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that prior to the explant, the patient was having difficulty charging. Impedance readings were not available and the physician suspected malfunction. Ipg s/n (B)(4): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of the patient's inability to charge was not confirmed. The device exhibits normal device characteristics. Sc-2218-50 s/n (B)(4): the complaint was confirmed. The lead exhibited electro-wire damage at the suture site that likely was the root cause of the reported impedance readings. Sc-2218-50 s/n (B)(4): the device exhibited normal device characteristics.